Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used during a procedure performed on (B)(6) 2022. During the procedure, the cutting wire broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.